Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 30 mmol/l. Customer was assisted with troubleshooting. The customer was in auto mode for insulin pump. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The reservoir will not be returned for analysis.